Manufacturer narrative:
Natus technical service has requested return of the system. Natus technical service has sent questions to the complainant regarding the details of the event and the patient involved in the event. A response to these requests has not been received.

Event description:
It was reported that a cool-cap system's cap temperature was high as compared to the set temperature. A patient was being treated with the system when the event occurred, and the patient was moved to another cool-cap system. There was no death, serious injury, delay in treatment, or environmental/safety concerns. A service technician who reported the event performed a heat load test as described in the cool-cap service manual and functional test procedure. The technician claimed that the test demonstrated that the internal thermistors were faulty. However, based on photos provided by the technician, natus factory service noted that the heat load test was performed incorrectly. Natus factory service stated that testing the functionality of the cooling modules would also require performing a different test.

Manufacturer narrative:
Natus technical service has requested return of the system, the unit was received by natus for repair on 10/23/2018. Natus factory service confirmed customer complaint and found a faulty cooling module on b side of cooling block. Thus, only one side of the cooling block was functioning, this was the root cause of the issue. Both cooling modules inside cooling block were replaced and the problem was fixed. Cd drive was also found to have tray issue and was replaced. Unit was fixed and passed cool cap ftp doc-001692 rev. O. The unit was sent to customer on 11/08/2018 and natus technical service made follow up with customer to check the status of the device. Customer confirmed that the equipment has been successfully installed with no issues.